Event description:
It was reported that this patient presented to the hospital with pocket erosion. An infection was suspected and the entire therapy system, including this cardiac resynchronization therapy defibrillator (crt-d) device was explanted. The patient is recovering successfully and no additional adverse patient effects were reported. The product is not going to be returned since it is contaminated.